Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized for high blood glucose levels and vomiting. The reported blood glucose reading was over 500 mg/dl. The customer also stated that she's been having problems with the infusion sets falling off during the night. In addition, the customer mentioned that the most recent battery only lasted two days. The customer declined troubleshooting. Nothing further was reported.